Manufacturer narrative:
Qn#(B)(4). The reported complaint of "broken/cracked - double swivel connector" was confirmed based on the sample received. The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. Both swivel connectors and the y connector were returned out of their original packaging. The et tube and two suction catheters that come in the et tube kit were not returned. The returned connectors were visually examined with and without magnification. Visual examination of the returned samples revealed that the bronchial swivel connector was broken on the 15mm side. The swivel connector was purchased from a supplier. A device history record review was performed, and no relevant findings were identified. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Corrective actions were implemented under the CAPA to prevent this issue from recurring. The returned sample was manufactured prior to the corrective actions. Teleflex will continue to monitor and trend for repo rts of this nature.

Event description:
It was reported that during use on a patient, "the y connector could not be attached to the machine tightly, air leaking happened." No medical intervention required, "the situation was found in time". No patient harm, desaturation, or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, "the y connector could not be attached to the machine tightly, air leaking happened." No medical intervention required, "the situation was found in time". No patient harm, desaturation, or injury. The patient status is reported as "fine".